Event description:
Development of fever and exanthema was observed right after the implantation. The indwelling period was 0 day. The user suspected infection, but no evidence of infection was found by blood test. With this result, this incident is most likely a case of allergic reaction. However, it is undetermined whether the cause of allergy is the catheter or antisepsis. The allergic reaction subsided quickly right after the catheter removal.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review is not possible, as no manufacturing lot number has been provided by the complainant.